Manufacturer narrative:
Per the clinic, the patient developed an infection over the implant site that led to exposure of device. The patient was prescribed oral antibiotics on (B)(6) 2021, (duration not reported) for treatment. This report is submitted on october 27, 2021.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(4) 2022. It was also reported that the patient underwent a skin flap rotation surgery to close the wound on (B)(6) 2022. There are no plans to re-implant the patient with a new device as of the date of this report. This report is submitted on october 20, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on november 11, 2022.

Manufacturer narrative:
This report is submitted on october 06, 2021.

Event description:
Per the clinic, the patient experienced redness, swelling, pus, pain, and scabbing at the implant site, the symptoms suggestive of an infection(date not reported). Additional information has been requested but it has not been made available as of the date of this report.